Event description:
The endotracheal tube (ett) was found to have a small hole after being placed in the patient. After placement of the ett by the pulmonologist was confirmed, respiratory therapist noted that the patient's lung volumes were decreasing and that there was an audible air leak from the cuff. The ett was removed and the patient was re-intubated.